Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. The customer also reported that the compromised force sensor system alarm during the fill tubing. The customer stated that the drive support cap was drop out. The customer was advised to discontinue use pump and refer to back up plan. The insulin pump will not be returned for analysis.